Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the oxygen concentration was found to be low. The device was recalibrated to address the issue.